Manufacturer narrative:
Customer sent part for repair. Customer reported issue.

Event description:
It was reported via repair work order that the power cord plug prongs were bent/loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.